Event description:
It was reported that the tip of a guidewire broke off inside or near the tip of the screw intraoperatively. The broken off portion was left inside the pt. No pt injury was reported.